Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event a loose rubber casing of the patient cable connector was confirmed via the returned patient cable. The mobile power unit, serial number (B)(6), was returned and evaluated at the european distribution center (edc). During evaluation, it was noticed that the patient cable connector casing was coming loose. The root cause for the reported event could not be conclusively determined through this analysis. There was also an incidental finding of a detached capacitor on main printed circuit board (pcb) which interfered with the functionality of the device. In addition, the red battery strap is unraveling. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 21mar2017. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate ii patient handbook under section 3 ¿powering the system¿ covers that you should inspect the mobile power unit patient and power cables for damage and to not use the mobile power unit if either cable shows signs of damage. In addition, section 3 covers that you should inspect the mobile power unit for dents, chips, cracks, or other signs of damage. Do not use a mobile power unit that appears damaged. Contact your hospital contact if a replacement is needed. Heartmate ii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that rubber casing of the mobile power unit (mpu) connector for patient cable came loose. The mpu had been sent back to the edc on (B)(6) 2020 and the issue was found on (B)(6) 2021 during inspection.